Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/18/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, and cellulitis extending beyond the patch perimeter. The patient had burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient consulted a physician via an online clinic and was prescribed an unspecified oral antibiotic medication (unspecified dosage, twice per day) and the patient started taking the medication on the same day. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.